Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On the same day, it was reported that, around 5:30 am, the patient was sweating and checked his cgm, which was reading 79 mg/dl. The patient did a bg meter reading and that was 43 mg/dl. The patient self-treated with gatorade prior to going to the hospital. While in the car, but not yet driving, the patient lost consciousness. He regained consciousness on his own but does not know how long he was unconscious. The patient still proceeded to go to the emergency room (ER). At the ER, the patient was treated with a z-pack and a glucose tablet. No cgm/bg meter readings were reported while the patient was in the ER. The patient was released later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.